Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus delivery. The customer stated that the insulin pump had not been dropped or exposed to a strong magnetic field. The customer's blood glucose was 250 mg/dl. The customer was unable to complete the rewind sequence and could not exit the process. He also noted that the insulin pump alarmed no delivery at 2.8 units. He declined troubleshooting procedure for the no delivery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.